Event description:
It was reported a wire of an ncircle tipless stone extractor¿s basket was found to be twisted during a transurethral ureteral lithotripsy procedure to remove ureteral stones. In the first attempt a flexible ureteroscope was inserted into the ureter and the basket was inserted into the forceps channel. The basket was opened at the target site and the stone was retrieved and located in the ureter. When the basket was checked for a second attempt, the basket wire was found to be twisted and unusable, no part was separated. The device was inspected and tested prior to use and was able to function. It is unknown if the device was tested in a coiled or uncoiled position. A laser was used while the device was used. The procedure was completed by using another same-like device. As section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt h3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: h6: medical device problem code (annex a). Investigation ¿ evaluation. It was reported a wire of an ncircle tipless stone extractor¿s basket was found to be twisted during a transurethral ureteral lithotripsy procedure to remove ureteral stones. In the first attempt a flexible ureteroscope was inserted into the ureter and the basket was inserted into the forceps channel. The basket was opened at the target site and the stone was retrieved and located in the ureter. When the basket was checked for a second attempt, the basket wire was found to be twisted and unusable, no part was separated. The device was inspected and tested prior to use and was able to function. It is unknown if the device was tested in a coiled or uncoiled position. A laser was used while the device was used. The procedure was completed by using another same-like device. As section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The returned device was found to have a severely damaged basket. One of the basket wires had pulled free from the basket cannula that holds the proximal ends of the basket wires in place. The basket wires were also tangled and twisted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot of history search found no other complaints had been reported for this lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, it is possible procedural factors resulting in excessive force being applied to the basket, resulting in the observed damage. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.